Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was on a black screen and device was turned off itself. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device turned off by itself. A technical support specialist found that the power was on but with black screen. A technical support specialist dialed into the device and changed the universal serial bus power options for the ports to no longer put the device to sleep to save power. The system functioned as intended after technical support specialist troubleshot the device.